Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation and recall. Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening.

Event description:
Healthcare provider reported a right side deflation and "implant removal due to voluntary recall." Device has been explanted.